Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the biopsy channel appeared to be a treatment tool but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, the issue was likely the result of user handling/improper cleaning and or reprocessing. The event can be detected/prevented by following the instructions for use sections below: evis exera ii sif type q180 operation manual chapter 3 chapter 3 preparation and inspection. Evis exera ii sif type q180 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera ii small intestinal videoscope had a suspected foreign object stuck in the biposy channel. The issue was found after a therapeutic procedure. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the brush passage could not be passed due to clogging of the biopsy channel and the insertion tube was buckled. The insertion tube and plastic distal end cover were cracked. The customer barcode on the back cover had issues and the angulation had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.